Event description:
It was reported that upon removal of 2x foam dressings (in place for 12 hours) a significant contact reaction was identified. Erythema, marking & flat blistering linear to the shape of the central pad and border were all noted. The individual had no known allergies to foam dressing products which had been used previously. Topical steroids were used to manage damaged skin.